Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized at (B)(6) hospital with diabetic ketoacidosis (dka) on (B)(6), 2026. The patient reported experiencing hypoglycemia, although a specific blood glucose value was not provided, and stated that ketone levels reached 5 mmol/l, prompting immediate medical attention. The patient believed that excessive insulin administration contributed to the hypoglycemic event and also reported that the pod adhesive was not adhering well to the infusion site. Reported symptoms included elevated ketones, hypoglycemia, and confusion. The patient reported being treated using a sliding scale along with potassium and saline. The patient was released the following day, (B)(6), 2026. Follow-up efforts are ongoing to obtain additional information regarding the event.